Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 28-mar-2022. H6: investigation summary: a total of ten samples, nine samples of lot 2110130 and one sample of lot 2109055, along with one photo was provided to our quality team for investigation. Through visual inspection, the barrels of the syringes were observed to be damaged. A device history review was performed for the lots 2110130 and 2109055. While there were no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue for lot 2109055, there was one annotation related to the reported incident during manufacturing for lot 2110130. During assembly, a piece jammed within the manufacturing equipment, damaging the product. Once identified, the piece was removed and all product was inspected, scrapping any damaged pieces that were found. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, it was determined the issue reported is related to the malfunction that occurred during assembly. H3 other text : see h10.

Event description:
It was reported that 1 bd plastipak¿ hypodermic luer-lok¿ syringe each from lots 2110130 and 2109055 were found damaged before use. The following information was provided by the initial reporter: "noted a fault in a batch of bd plastipak 10ml syringes which can cause failure of the syringe, no pressure and leakage. The syringes appear to have been squashed in manufacturing around the number 3 and 4. The issue may not be able to be visible with the product in the packaging."

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe was found damaged before use. The following information was provided by the initial reporter: "noted a fault in a batch of bd plastipak 10ml syringes which can cause failure of the syringe, no pressure and leakage. The syringes appear to have been squashed in manufacturing around the number 3 and 4. The issue may not be able to be visible with the product in the packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd plastipak¿ hypodermic luer-lok¿ syringe each from lots 2110130 and 2109055 were found damaged before use. The following information was provided by the initial reporter: "noted a fault in a batch of bd plastipak 10ml syringes which can cause failure of the syringe, no pressure and leakage. The syringes appear to have been squashed in manufacturing around the number 3 and 4. The issue may not be able to be visible with the product in the packaging."

Manufacturer narrative:
Correction: an additional lot# was provided via returned samples. The following fields have been updated: b.5. Describe event or problem: it was reported that 1 bd plastipak¿ hypodermic luer-lok¿ syringe each from lots 2110130 and 2109055 were found damaged before use. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2110130. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 20-oct-2021. D.4. Medical device lot #: 2109055. D.4. Medical device expiration date: 31-aug-2026. H.4. Device manufacture date: 06-sep-2021.